Event description:
It was reported that a patient presented in ER after receiving inappropriate shocks due to oversensing of noise. Patient mentioned that after a rough mammogram, the device had migrated 2 to 3 inches from its initial position. During lead extraction procedure, wire sticking out of the device header was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a header anomaly was confirmed in the laboratory. During testing, the rf antenna was found to be fractured. Mechanical scratches were observed on the header near the antenna fracture site as well as on the antenna itself. It is believed that the fracture occurred due to external force. The device was tested on the bench and the sensing functionality of the device was normal.